Event description:
It was reported that when using the 3b pyxis medstation system, the device was not detected on bus. The customer reported that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height to drawer was not detected on the bus. The field service engineer checked and confirmed that there were no failed drawers in the station. The system functioned as intended after the field service engineer inspected the device.